Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported image resolution poor was associated with difficult visualization due to a previously implanted clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation. It was reported a mitraclip procedure was performed treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior flail and cleft. It was noted imaging was challenging. One clip was successfully deployed on the mitral valve. A second clip was inserted and successfully deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr was reduced to a grade of 2-3. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.